Event description:
A customer received an sensor error message on the same day of applying the adc device and was unable to obtain readings. As a result, customer experienced symptoms of leg cramps, thirst, seizure, and was unable to self-treat. The customer had contact with a third-party and a healthcare professional (doctor) who provided an unspecified dose of insulin injection as treatment to "lower blood sugar levels." No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.